Manufacturer narrative:
Manufacturing review: the sample was not returned by the facility for further evaluation. Lot history review revealed this is the only complaint for corporate lot number luze0013. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned by the facility for further evaluation. It is known that the patient was scheduled for a peripheral angiogram and approximately 13 months post index procedure, had a revascularization and was deemed successful. The location of the occlusion was requested, but the information was not available from the study site as the patient has completed their study protocol. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a clinical registry that during the index procedure, a percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesions in the mild and distal 1/3 of superficial femoral artery (sfa). It was reported that approximately 13 months post index procedure, patient developed stenosis. Re-intervention was performed. It was further reported that approximately 3-year one month post index procedure, severe stenosis was identified via duplex ultrasound at the target limb. It was further reported that the patient was scheduled for a peripheral angiogram . The site determined the relationship to the device as possibly related and relationship to the procedure was not provided.